Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The complainant indicates the use of non company viscoelastic, which is not qualified for use with company lens model, this is not a qualified company product combination. Photo provided showing implanted lens on a monitor screen. Reported complaint cannot be confirmed from the provided photo. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient's eye was checked with a slit after surgery, it was discovered that the lens has a scratch. The sample is not available as it still remains in the patient's eye. There is no complaint from the patient. Additional information was requested.

Event description:
Additional information was received stating the patient experienced photophobia as a result of scratch.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Video one surgery: lens preparation for the implantation is not provided. The iol(intraocular lens) is inserted into the eye. The iol is manipulated into position with surgical tool. Reported complaint cannot be confirmed from the provided video. Video two slit lamp: reported complaint cannot be confirmed from the provided video. The manufacturer internal reference number is: (B)(4).